Manufacturer narrative:
The alinity ci-series system control module (scm), serial number (B)(6)was inspected due to incorrectly identifying patient sample tube locations in the sample racks after replacement of the rsm barcode reader. The tube positions were identified in reverse order and after a full power cycle was performed, the issue was resolved. The instrument service history review for (B)(6)identified that there have been no additional patient samples read in the incorrect order after power was cycled to the instrument after the barcode reader was replaced. A review of tracking and trending for the alinity ci-series did not identify any trends. A review of tracking and trending for the rsm barcode reader did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found it addresses troubleshooting and resolution of the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity ci-series system control module for serial (B)(6)or the rsm barcode reader were identified.corrected information in sections: g1-contact office first name g1-contact office last name g1-contact office address 1 g1-contact office city g1-contact office zip code g1-contact office country g1-contact office phone number g1-contact office email g1-contact office fax number g2-report source

Event description:
The customer reported intermittent bar code reader issues with an alinity ci-series system control module. After the bar code reader was replaced, the customer further reported that on (B)(6)2023 the bar code reader was misreading some racks. Specifically, it thought tube position 1 was tube position 6 and that tube position 6 was tube position 1, which resulted in an incorrect assignment of patient results. Once the system was rebooted the barcode reader work normally. The customer was able to call all the impacted patients and reported no negative impact occurred. Sample results were delayed by a few hours because of this event. There was no negative patient impact due to this event.

Event description:
The customer reported intermittent bar code reader issues with an alinity ci-series system control module. After the bar code reader was replaced, the customer further reported that on (B)(6) 2023 the bar code reader was misreading some racks. Specifically, it thought tube position 1 was tube position 6 and that tube position 6 was tube position 1, which resulted in an incorrect assignment of patient results. Once the system was rebooted the barcode reader work normally. The customer was able to call all the impacted patients and reported no negative impact occurred. Sample results were delayed by a few hours because of this event. There was no negative patient impact due to this event.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.